Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited an eri message. The base rate was programmed to 80 ppm and the pacing rate was 70 ppm. However, measured data read 2.75 v, 12 ua, 1.45 kohms.